Event description:
Pt undergoing ptca. A design defect in the protective sheath covering precipitated the sheath remaining over the balloon and subsequently becoming lodged in the pt's left main coronary artery. Surgery required for removal.